Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, implanted: (B)(6) 2008, product type: extension. Product ID neu_unknown_ext, implanted: (B)(6) 2008, product type: extension. Product ID neu_unknown_lead, implanted: (B)(6) 2008, product type: lead. Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A consumer reported the implantable neurostimulator (ins) battery went all at once and the patient was in bad shape. The patient woke up on (B)(6) 2015 and was shaking. The patient continued to get worse to the point where they could not walk or swallow. The patient was in the emergency room for 2-3 days and they were not able to get a hold of their health care provider (hcp) or a manufacturing representative. The ins had reached elective replacement indicator (eri) and the battery depletion was normal. The ins was replaced and the patient had bounced back after the replacement. The patient's indication for use is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating dissatisfaction with how this type of ins "depreciated".